Event description:
It was reported that the surgeon inserted the self-retaining pin into the vertebrate of the patient; he tapped the top of the inserter with a mallet to get the pin started. The doctor then screwed the pin in, and upon removal of the inserter the pin didn¿t disengage. Upon inspection the pin was broken towards the proximal end and the remainder of the pin was broken off inside the patient¿s bone. It was left in the patient as the surgeon couldn¿t retrieve it. The procedure proceeded with no further issues. The hospital is holding on to the broken pin and they will be filing an incident report as well.

Manufacturer narrative:
Method: device history review; results: one aviator temporary fixation pin tip was reported to have fractured off during plate implantation. The pin is made from implantable grade material. No lot numbers were provided so no manufacturing or previous complaint history could be performed. As addressed in the surgical technique to "apply slight downward pressure while threading the pin into the screw hole and to avoid excessive angulation and/or pivoting". Based on the reported event "the surgeon tapped the top of the inserter with a mallet to get the pin started" could have caused misalignment of the pin. Conclusion: in this case, the breakage is likely due to a condition of use error leading to application of excessive cantilever force.

Event description:
It was reported that the surgeon inserted the self-retaining pin into the vertebrate of the patient; he tapped the top of the inserter with a mallet to get the pin started. The doctor then screwed the pin in, and upon removal of the inserter the pin didn't disengage. Upon inspection the pin was broken towards the proximal end and the remainder of the pin was broken off inside the patient't bone. It was left in the patient as the surgeon couldn't retrieve it. The procedure proceeded with no further issues. The hospital is holding on to the broken pin and they will be filing an incident report as well.